Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient complained of pain from implant. Data could not be sent through mobile tranmitter because patient forgot the password. Patient's call was forwarded to abbott's tech services. No further information is available at this time.

Event description:
New information received notes that patient did not come into the clinic after the initial event, so the cause of pain was not determined. The clinic stated that there was no evidence of infection or swelling during the initial reported event. No intervention has been performed.